Event description:
It was reported that the pt implanted with this pump and catheter experienced symptoms of overdosage two days after implant, while the spasticity did not decrease. The bolus given was correct and the delivery doses was increased slowly. The pump delivered lioresal at a concentration of 500 mcg/ml and a starting dose of 119.91 mcg/day. A replacement of a system was not necessary. The pt was doing well. The pump was to be filled on (B)(6) 2010 or (B)(6) 2010, and could then be reviewed.

Manufacturer narrative:
(B)(4).